Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor on 04/26/1998. On 04/29/98, she sought medical attention for removal of the earring. Antiboitics were prescribed.